Manufacturer narrative:
(B)(4). Investigation summary: one photo was received by our quality team for evaluation. The photo shows the needle pierced through the catheter, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. From the returned photo, blood was observed in the catheter. This indicates a successful penetration. It would not be possible to penetrate the vein if the product had the needle pierced through the catheter. Investigation conclusion: 1 photo was returned for investigation. The photo shows the needle piece through catheter. Able to confirm the customer experience based on photo returned. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: therefore, the probable root cause for the reported defect could be due to the user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter needle went through the catheter during use. The following information was provided by the initial reporter: a pink cannula was inserted into a patient. Blood flashed back into the reservoir but would not advance. The cannula was removed presuming a valve had been hit. When removed the cannula and needle were at an angle to each other. Patient was not harmed and felt no discomfort during or after the procedure.